Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse identified a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. (B)(4).

Event description:
A customer in (B)(6) reported generating high ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory; thus, there was no change to patient treatment in association with this event. The customer was unwilling to provide any specific examples of patient data. The qc (quality control) results were within the laboratory's established ranges prior to this event. The customer stated the qc was high and there was an issue with ise calibrations after the event so the analyser was shutdown.